Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering 48 first prime pulses and was subsequently deactivated before the start of second priming. The needle mechanism was reset and redeployed successfully using the lock and load fixture. No abnormalities were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
A patient reports while activating a pod the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.